Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their back molar chipped due to the aligner treatment. They now need dental work to be completed. Requested diagnostic findings from dental work to restore chipped tooth and advised patient to hold in boil and bite night guard.